Manufacturer narrative:
Age at time of event: above 18 years and older. Device is a combination product. Device evaluated by MFR: synergy ous mr 3.00 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found that on distal stent strut rows 1 and 6, stent struts were lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16jan2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 80% stenosed, 3x28mm, concentric, de novo target lesion with a significant bend of >=90 degrees was located in the moderately tortuous and non- calcified right coronary artery (rca). After a jr 3.5 non-bsc guide catheter was advanced, pre-dilation was performed leaving a 70% residual stenosis in the lesion. A 3.00 x 28mm synergy ii drug-eluting stent was advanced but failed to cross the bend in the rca. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient's status was stable. Howerver, returned device analysis revealed stent damaged.